Event description:
It was reported that during a laparoscopic gastric bypass procedure the device stapled but did not cut the tissue. This was the first firing of the stapler. Another device was opened to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
The analysis results found that the instrument was received in good visual condition and with a cartridge loaded in the instrument. The cartridge was received fully fired. While performing the analysis, it was noted that the instrument had the knife missing and a wedge band was in its placed, that is, three wedge bands were found in the instrument. The instrument was tested for functionality and it fired and formed all the staples as intended, however, it did not cut, due to the wedge band assembly instead of knife. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.